Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reports an unintended bolus of fluid when the door was opened post infusion and the safety clamp did not engage. The roller clamp was not closed at the time; and there was no reported harm to the patient.

Manufacturer narrative:
Correction to initial reporter address.